Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. It was not reported what cycle of peritoneal dialysis therapy the alarm occurred at. The care giver stated that they cleared the alarm and walked away. It was not reported how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a check patient line alarm was identified during a review of the event history log. A sample evaluation was performed. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review verified the check patient line alarm. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.